Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed due to implant fracture.

Event description:
It has been clarified that rather than a revision surgery, the patient underwent an open reduction procedure due to femoral fracture following a fall.